Event description:
It has been reported that the system had boot up failure. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported the issue system boot up failure. Upon troubleshooting fse checked the system and was not able to confirm the error. So, the fse cleaned up the host pc and reseated vga and ram and performed tube adaptation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.